Manufacturer narrative:
Investigation failure description no product at hand, therefore a failure description is not possible. Investigation no product at hand, therefore an investigation is not possible. Batch history review due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Explanation and rationale in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action regarding implant loosening a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with ae-qas-k521-56-(unknown as vega knee). As a result of having the product implanted, the patient has experienced severe pain, difficulty walking, loosening and instability, and nerve damage. The primary surgery occurred on (B)(6) 2016, and the revision surgery occurred on (B)(6) 2018. A revision was performed on the left knee. All available information has been provided at this time; if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under aag reference (B)(4).